Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead became dislodged. The ra lead was repositioned in the atrium and remains in use. No patient complications have been reported as a result of this event.